Manufacturer narrative:
Exemption number e2019001. Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty removing was not tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. The 6 x 80 mm supera self-expanding stent system was advanced without resistance and the stent was fully deployed. The nose cone separated from the delivery catheter and became stuck in the stent. The nose cone was retracted into the sheath of the supera and the sheath was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.